Event description:
It was reported that the patient experienced a low glucose event after a supply change, with the pump not delivering insulin because the glucose was low and the system was suspending dosing as designed; the patient¿s partner observed a glucose value of 60 mg/dl and the glucose was trending upward, and the partner also requested and received education on the algorithm steps displayed in pump history. Symptoms included hypoglycemia. Outcomes included transient low glucose managed at home. Investigation included technical support review and user education. Investigation of this case revealed that dosing suspension during hypoglycemia was consistent with expected device behavior and no device malfunction was identified. It was concluded that the event was due to hypoglycemia with dosing appropriately suspended, and the device performed as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.